Event description:
Consumer stated eq flsbr esbtn 50ct broke the crown of the tooth inside which is the down front teeth. Contacted consumer and he said this was his first time using the product. This event happened with the first brush he used. He sees the dentist every 2-months as he has a good dental plan. Requested we pay for his dental bills to have the crown repaired. Product not returned.